Event description:
It was reported the flex video scope had blurry image. This event occurred service / maintenance (not in a clinical setting) there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: e1. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, possible causes include damage or deterioration of parts, environment problem like as dust, dirt, humidity, or ambient light; optical, interoperability, overheating, and electrical problems such as signal loss or open circuits; and random component failures not related to design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.